Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that the programmer's screen was decalibrated as no deviation from the stylus was observed. However it was noted that software error were noted in the software history log. No paper was in the paper drawer. . The keyboard lower case of the keyboard was broken. The bezel cover of the display was slightly damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen required calibration during the programmer start up. No patient involvement in the event.